Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor unit. During dilatation of the coronary artery, some stripes were seen on the live image. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The concerned unit was inspected by siemens local service. The inspection revealed an issue with the image acquisition system (ias) pc. The problem was narrowed down to a faulty copra board in the ias pc, which was replaced as part of service activity. The error has not reoccurred since the part replacement. The spare parts consumption of the defective copra board was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.